Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted short and myxomatous leaflets. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The clip was deployed; however, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a third clip was deployed to stabilize the slda and further reduce mr. The physician stated the cause of the slda was due to pre-existing patient anatomy. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.